Event description:
The physician intended to use an everflex entrust during the procedure for treatment of a calcified lesion in the right mid superficial femoral artery. It is reported that the lesion exhibited severe calcification and little tortuosity with 80% stenosis. The lesion was pre-dilated with a 4x200 powercross and 5x80 admiral. The device passed through a previously deployed stent. No resistance was encountered advancing the device with no excessive force used. It is reported that stent deformation occurred. Upon deploying of the stent, the thumb wheel became stuck after approximately 5cm of deployment. The wheel would not turn. The physician pulled back on the shaft of the stent delivery system and removed the delivery system from the body. This caused the stent to elongate from the initial 150mm to over 200mm. It is reported that there was no damage to the deployment mechanisms or device handle prior to the deployment issue. The thumbscrew/lock pin was checked for securement prior to procedure. The lock pin was removed prior to deployment. There was no patient symptoms or complications associated with this event. The physician completed the procedure with a 6x15 everflex entrust.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.